Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) saying patient had stimulation turned up too high compared to normal settings and that they were able to make appropriate adjustments for patient at the appt on 4/15. Rep mentioned patient was evaluated by the provider at that appointment who was not concerned with the sensation they felt at the time of the ¿pop¿. Rep also said its unclear if this has revolved on its own as they have not heard from the patient since the appt date on 4/15.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient states on (B)(6), the pt was leaning forward and reaching out for something and felt a pop at the implantable neurostimulator (ins) implant site. Pt states the implant site was swollen and incredibly painful. Pt states on (B)(6), they sent a text to manufacturer representative (rep) and they were told to rest and turn stim off. Pt states they rested for 2 days and the swelling was relieved and the pain subsided. Pt then states after that, the stimulation was different. Pt states the stimulation was going down the legs and into the back and was over stimulating in placed they had never had stimulation before and it was over stimulating, stimulation was very strong. Pt states they were feeling stim on the left side which typically is not where they feel or need the stimulation and they could feel the tingling when typically they can not feel it. Pt was concerned that perhaps something was wrong with the ins. Pt states they had no falls or trauma around this time. Pt states they made a dr appt and met with on (B)(6) for reprogramming. Pt states the rep told pt to call and order replacement recharger telemetry module (rtm) and controller because the rtm paddle will connect when the paddle is on one side not the other. To replace the controller because "the controller changed the setting of the program and pt reported seeing replace controller soon". Agent reviewed. While at this appt, pt states when they were trying to charge the ins, the rtm would not connect to the ins to charge, but when they flipped the paddle to the other side, it connected right away. Pt states they see no visual damage to the rtm. Pt states when they are charging the ins the controller will show excellent and without moving the controller would show that it was charging at poor or that it had lost the connection. Pt states they seen a screen on the controller saying to "replace controller soon" agent reviewed replace controller batteries soon. Pt states no, it said to replace the controller. Agent reviewed general use of controller and rtm. Pt states they see no visual damage to the bp, controller connectors/pin. Agent had pt plug the controller into the ac power cord and the controller powered on. Pt was able to reset the controller and connect to the ins. Agent sent request to repair to replace the rtm. Pt will call back if they need further assistance. Pt requested shipping to: confirming to not change pts address permanently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.